Manufacturer narrative:
Other, other text: device evaluation: two smiths medical cadd medication cassette were returned for analysis in used condition without their original packaging. Visual inspection showed no air in line or bubbles. Functional testing involved connecting cassette to a cadd legacy plus pump to look for air in line or air bubbles. No air in line or bubbles were detected in the sample units. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that there was a delivery issue that occurred three times with a fentanyl infusion. The allegation of malfunction is on the cadd cassette reservoir. The patient reported that two units have a "faulty minute av bubbles" in the line despite flushing. The issues reported were air bubbles and downstream occlusion. There was no report of patient injury or medical intervention as a result of this event.